Manufacturer narrative:
Concomitant products: etlw1616c124e sn (B)(4), expiration date: 2018-11-29, UDI # unknown. Film evaluation summary: the exact cause of the reported events could not be determined from the pre-implant films provided. Films during implant, post-implant, as well as during the intervention were not available for return. The in-vivo configuration of the stent grafts could not be assessed. Pre-implant films revealed that the patient had a severely angulated neck; the infrarenal neck measured approximately 90 deg in the rt-lt axis. The neck was also contained thrombus and areas of calcification. The common iliacs were also found to be tortuous and calcified; bilaterally. The take-off of the right common iliac was acutely angulated approximately 90 deg laterally. It is possible that implanting within the tortuous and calcified iliac artery may have contributed to the distal type I endoleak seen 1 week post-implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an 8.0 cm abdominal aortic aneurysm. The proximal neck angulation of approximately 60 degrees. It was reported that, when the physician brought the patient back to the operating room for a right iliac limb extension the cta showed what appeared to be a type ib endoleak in the right common iliac artery. The or angio confirmed the type ib endoleak. The decision was made to implant an endurant stent graft and the iliac endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.